Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'keypad is operating without user input' was reproduced as a system error 119 at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad failure. The keypad requires replacement to address this issue. The device malfunction can only occur during the initial power up sequence of the pump and cannot occur during pumping/infusion. This would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was operating without user input. The event occurred before first clinical use in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.